Event description:
Customer called stating that the meter was reading 75mg/dl lower than it should. Customer received a reading of 256mg/dl, took the usual insulin of humalog 75/25 and their advantia 5mg and started feeling symptomatic of high blood sugar so went to ER about 3 hours later and the hospital meter read 439mg/dl. A review of the system was conducted over the phone. It was determined that either the meter was not functioning according to specifications or the patient was confused about how to use the meter (check strip did not read in range but the control solution does read in range). The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.